Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's three way valve and system board were replaced to address the issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's three-way valve and system board were replaced to address the issue. The three-way valve and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the three-way valve functioned as designed and operated without issue or error codes. Product investigation laboratory (pil) was unable to confirm the complaint of system board due to physical damage.